Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Associated product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens exchange following an intraocular lens (iol) implant procedure. The reason for removal was incorrect lens power. A vitrectomy and lysis of the anterior chamber was performed.

Manufacturer narrative:
Product evaluation: the lens was returned. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. Haptic and optic damage was observed. The customer indicated the use of a non-qualified cartridge, with a handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combination. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported ¿incorrect power, vitrectomy, lysis of anterior chamber¿. A power and resolution test was conducted. The focal length and resolution were within specifications for a 20.0 diopter lens. Information was provided that the replacement lens was a 22.0 diopter. An iol exchange for a difference greater than two diopters indicates the event is most likely related to a calculation error. In addition, lens damage was observed. The root cause of the observed damage is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
The lens was returned. Blood and solution is dried on the lens. The lens was cleaned with lphse for further evaluation. Haptic and optic damage was observed. The customer indicated the use of a non-qualified cartridge, with a handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combination. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported ¿incorrect power, vitrectomy, lysis of anterior chamber¿. A power and resolution test was conducted. The focal length and resolution were within specifications for a 20.0 diopter lens. Information was provided that the replacement lens was a 22.0 diopter lens. An iol exchange for a difference greater than two diopters indicates the event is most likely related to a calculation error. In addition, lens damage was observed. The root cause of the observed damage is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. (B)(4).

Manufacturer narrative:
(B)(4).